Manufacturer narrative:
(B)(4). Follow yup MDR for device evaluation: a leak was reported during the use of our product. For evaluation, two n35-o injectors and three c35-o connectors were provided. A visual inspection was performed, and no damage or defects were observed. Functional testing was conducted by transferring liquid from a syringe through the injectors and connectors; no leaks were detected during this process. Dimensional testing, including verification of the luer thread, confirmed that all critical dimensions were within specification. A device history review was completed for lot 2406310. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. The product undergoes multiple inspections and tests throughout the manufacturing process to ensure quality and functionality, including leakage testing and dimensional verification. Testing results for the reported lot were reviewed and found acceptable, with no issues identified. Retained samples of lot 2406310 were used for additional investigation. A visual inspection of all retained samples revealed no damage within any of the products. Dimensional measurements and assembly/disassembly tests were performed, and no issues were identified that could contribute to the reported leak. All retained samples met the required specifications. Based on the available information, we are unable to identify a root cause related to our product or manufacturing process at this time. Complaints for this device and the reported condition will continue to be monitored by our quality team for any emerging trends.

Event description:
Material # 515052 batch # 2406310 verbatim: description: patient receiving chemotherapy. At approximately 1220 patient reported a 1-2 drips onto her arm and a droplet on her right thigh from the chemotherapy tubing. Chemotherapy paused and patient assessed. Upon further investigation, liquid appeared to be leaking from the white end of the female adaptor. Per bedside rn, tape was placed at the connection site on the white end of the female adaptor to the patient. The tape was found to be wet upon assessment of leakage. Adaptors/tubing saved for leadership review. No harm to patient. Unknown if it is bd tubing.

Event description:
Material # 515052, batch # 2406310. Verbatim: description: patient receiving chemotherapy. At approximately 1220 patient reported a 1-2 drips onto her arm and a droplet on her right thigh from the chemotherapy tubing. Chemotherapy paused and patient assessed. Upon further investigation, liquid appeared to be leaking from the white end of the female adaptor. Per bedside rn, tape was placed at the connection site on the white end of the female adaptor to the patient. The tape was found to be wet upon assessment of leakage. Adaptors/tubing saved for leadership review. No harm to patient. No harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.